Event description:
It was reported that a patient sustained head injuries allegedly causing death while being unloaded from the ambulance. The cot reportedly did not latch on the safety hook on the floor of the ambulance. It was reported that the patient restraint straps on the cot were also not used to properly secure the patient. Reportedly, the patient fell and hit their head. The customer confirms that the event was procedure related and the cot was found to be within specifications. The safety hook used in the ambulance was not manufactured by stryker and this type of safety hook was not recommended for use.